Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The handle reportedly broke when the user tried to get the clip off. Reportedly, the handle fell apart and the spring inside the handle came apart and the orange cap fell apart. The whole device had to be yanked to be removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned device noted that the control wire separated from the yoke, but still locked onto the bushing. The over sheath assembly was not returned. The prongs were locked onto the capsule. The slider cover and the cross pin were detached from the slider and a kink was noticed in the control wire. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The handle reportedly broke when the user tried to get the clip off. Reportedly, the handle fell apart and the spring inside the handle came apart and the orange cap fell apart. The whole device had to be yanked to be removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.